Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported the programmer would not connect/identify devices. The programmer was returned for repair. No patient involvement or complications were reported.

Event description:
It was reported the programmer would not connect/identify devices. The programmer was returned for repair. The radiofrequency (rf) head was also returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis was unable to confirm the initial report as related to the programmer. The programmer was analyzed and no anomalies were found. (B)(4): analysis found that the cable was out of specification, this caused the initial report.